Event description:
A consumer reports problems with vision two years following intraocular lens (iol) implant surgery. In a follow-up with the surgeon, the consumer's outcome is reported as "good". The surgeon also reports the consumer was counseled preoperatively and was told and her vision would be limited.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 2/20/2008 by fax and mail. A completed questionnaire was received. This report was mailed to FDA on: 03/14/2008.